Event description:
Patient presented to the physician with an infection at the ipg site. Physician examined the chest incision area and observed that the ipg was exposed and had eroded. Physician brought the patient into the or and removed the ipg, sensing lead, and the stimulation lead body.